Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the coronary sinus was dissected, however, the physician was able to complete the implant. Post operatively the patient experienced an effusion with tamponade from a perforation. A pericardiocentesis was performed with 250cc of blood removed. The physician believed the ra lead was the cause, not the dissected coronary sinus, as the right atrial (ra) lead was relocated multiple times within the atrium. The following day the ra lead exhibited loss of capture. The lead was repositioned. During the ra lead repositioning procedure, the lv lead was also repositioned as the physician felt it moved back slightly. The ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.